Manufacturer narrative:
The device referenced in this reported was returned to olympus for evaluation. The evaluation could not confirm the reported incident of an error message stating to replace the device. A probe check was performed on the device and no anomalies were found as both switches were normal. A visual inspection noted that the teflon pad was partially lifted but no metal was exposed. The proximal end of the device was inspected under microscope and the probe was fractured. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section.

Event description:
Olympus was informed that during an unk procedure, the unit alarmed several times stating "replace the hand piece". Troubleshooting was performed but the device still would not function properly. The device was replaced and the intended procedure was completed with another similar device. There was no patient injury reported. Olympus followed up with the user facility to obtain additional info via the telephone but on additional info is provided at this time.